Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open.  The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm in the cervical segment with a max diameter of 10 mm and a 11 mm neck diameter. Landing zone: distal: 4.8 mm and proximal 5.8 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was not administered. The angiographic result post procedure shoed the case went well with another flow diverter. It was reported that it was a cervical segment aneurysm. When deploying distal end of the pipeline wasn't opening, so the device was taken out and completed the procedure with another one. It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. The pipeline did not become stuck in the capture coil. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other device required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. The pipeline was no used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuron max sheath, navien guide catheter, phenom 27 microcatheter.

Event description:
Additional information was received that the cause of the pipeline failure to open was not determined.

Manufacturer narrative:
H3: product analysis of ped3-027-600-40, lotno:b552409 ¿ as found condition: the pipeline vantage shield embolization device was returned for analysis within a shipping box; within an opened pipeline vantage shield outer carton and inner pouch; and within a dispenser coil. The pipeline vantage shield embolization device was returned within introducer sheath. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal ends of pipeline vantage shield braid were found fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: the pipeline vantage shield embolization device was pushed out from introducer sheath without issue. ¿ conclusion: based on the analysis findings, the pipeline vantage shield could not be confirmed to have failure/incomplete open distal (flex) as the distal and proximal ends of the braid were found to be fully opened and damaged. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline vantage shield more than two times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.